Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu1996 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during the preparation of the PICC, prior to implantation, the guidewire was found to unravel when retrieving it to cut the catheter. Due to this, the device was not used in patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr powerpicc catheter with a damaged hydrophilic stylet. The catheter appeared unused and contained a large section of the coil wire inlaid within the catheter. The coil wire was tightly coiled at the distal end. Another segment of wire contained the core wire and another segment of coil wire and was completely broken from the segment inlaid within the catheter. The loose segment was completely unraveled. Microscopic examination of the fracture sites on both the coil and core wires, found shearing evidence on both. The shearing sites were reflective and contained material deformation along a plane. The fracture site of the coil wire confirmed that the coil wire was tightly coiled through the fracture site. The observed damage is indicative of the stylet having been cut with a subsequent withdrawal attempt. As the stylet had been cut, the stylet components (coil and core wires) could not remain connected and as a result unraveled during the withdrawal attempt. A lot history review (lhr) of rebu1996 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the preparation of the PICC, prior to implantation, the guidewire was found to unravel when retrieving it to cut the catheter. Due to this, the device was not used in patient.